Event description:
It was reported that the customer had a motor error alarm on the insulin pump. The customer's blood glucose level was 78 mg/dl. The customer stated that the motor error alarm occur during bolus. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The customer was advised to revert to back up plan per health care provider instruction.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with a cracked case near the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)